Event description:
The customer reported that during a turp procedure, whenever the bipolar function was used, there was a significant delay in activation, much pressure needed to be put on the tissue and then the unit power was too high. A resectoscope was in used and when the bipolar was too hot, the loops also got too hot. This situation resulted in a burn to the pt's bladder. The pt is reportedly doing okay.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2012. The incident generator has been requested but to date, has not been received for eval. If the unit is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.